Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: launcher 6fr sl 3.5. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the moderately tortuous, heavily calcified, 99% stenosed distal left anterior descending coronary artery. A 2.25 x 12 mm trek rx balloon dilatation catheter (bdc) was selected for pre-dilatation. There were no issues noted with the bdc during unpacking, inspection and preparation. The bdc was advanced with resistance felt with the anatomy to the lesion, and crossed. The bdc was first inflated to 10 atmospheres with no issues noted. The bdc was then inflated to 12 atmospheres and the balloon ruptured. The bdc was removed from the anatomy with no resistance felt and replaced with a non-abbott bdc, which was inflated without issue. The procedure was completed with the successful deployment of a non-abbott stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:visual functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture and resistance during advancement appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.